Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On may 3, 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 750cc mentor memorygel breast implant catalog: 3505750bc lot: 9615541 sn: (B)(6) and (right) 750cc mentor memorygel breast implant catalog: 3505750bc lot: 9596820 sn: (B)(6). Mentor also became aware that the patient also suffered right breast pressure and burning. This complication will be reported under mrn: 1645337-2022-06012. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 700cc breast implant was found to be ruptured and received in three parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the more prolonged the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6), 2022, mentor became aware that the patient was also diagnosed with lipodystrophy and also underwent tumescent suction lipectomy of the abdomen, hips, flanks, back, axillae, and arms. The patient underwent reaugmentation mammoplasty with two 750cc mentor ultra high profile implants. On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 700cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture, post-procedure. The rupture was diagnosed via physical examination and ultrasound and mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.